Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe, one pressure tube and two three-way stopcocks were returned for evaluation. A non-edwards introducer with contamination shield was located between catheter tip and the 70cm marker. Introducer and contamination shield were removed for evaluation. The catheter was connected to vigilance ii monitor and "check thermistor connection" error message was shown. No visible damage to the catheter body, balloon or returned syringe was observed. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 39.85 ohms. The thermistor connector was opened and no visible abnormalities were found. Continuity testing to the distal side of the thermistor circuit revealed an intermittent condition at the thermistor bead. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Balloon inflation test was performed using returned syringe with 1.5 cc air. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of blood temperature measurement issue was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that blood temperature measurement moved up and down randomly and the catheter became unable to measure cco when the patient was moved to ICU after cardiac surgery. There were no issues noted with the measurement during cardiac surgery for total arch replacement and tricuspid valve annulus. The indicated value shown on the monitor, expected value and error message are unknown. There were no patient complications reported. The patient was not treated based on the incorrect value. There was no occlusion, leakage or kink noted in the catheter. The value was not affected by the patient condition. Patient demographic information requested but unavailable except that the patient was male.